Manufacturer narrative:
The insulin pump was received with no down button response due to flattened button dome switch. It was unable to perform the rewind, basic occlusion, occlusion, prime, no delivery and displacement tests due to no down button response. Device also had scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing address/serial label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (b)(64) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the b and down arrow buttons on the insulin pump were responding intermittently. The customer reported experiencing high blood glucose of 432 mg/dl due to family issues. The device was not dropped or exposed to moisture and the keypad was not locked. The customer stated the time on screen did advance. The device passed the selftest. It was also reported that the label sticker was detached. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.